Event description:
The customer contact reported the pump did not deliver on line b. On an unspecified date and time, the pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported, "line b stopping on its own on the pump." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects or delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including specific event details.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).